Event description:
In 2009, patient requested assistance in finding out if she took her bolus for supper. She stated her reading is 264 mg/dl. Went to info, and viewed her history. After multiple attempts determined she took 0.3 units at 6:41 pm. Pt reported, she then programmed a bolus of 3.2 to make up for the missing amount she needed. Pt stated her high blood glucose may be because she at 4 pm ate a sweet potato, baked salmon, a mini bagel and spinach. Pt reported, her blood glucose levels and terrible, anywhere from 200 mg/dl to 500 mg/dl. She stated one time she had a reading of 400 mg/dl from eating a sandwich that was fired and with breading. Pt reported her readings were 179 mg/dl when she went to bed the day before, and she drank a half a glass of apple juice. She stated, her reading was 232 mg/dl when she woke up this morning. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call five days later, pt reported the infusion device was working great. She stated, her blood glucose levels are still terrible, so she called her doctor and they are increasing her bolus. Pt reported, she will increase her bolus more and will keep checking info to ensure she receives her bolus.

Manufacturer narrative:
No product will be returned for eval.